Event description:
The event is reported as: during the installation, the connector broke. No patient injury reported.

Manufacturer narrative:
The sample was not returned for evaluation. The results of the investigation are not available at the time of this report.